Event description:
Additional information was received from a healthcare professional via a rep. It was reported that the physician discharged the patient for reasons unrelated to the device. The rep did not know how the patient planned to proceed. The physician didn't believe that there was anything wrong with the device and didn't feel that the patient was the best candidate for spinal cord stimulation. Stimulation was never in the right area for the patient, and he had been reprogrammed many times before the rep met him. The lack of pain relief, and stimulation in the wrong location had not been resolved. The patient did not get relief from his device, but would not be seeing the physician anymore.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product type: lead, product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with two implantable neurostimulators (inss) for post lumbar laminectomy syndrome. It was reported that both inss were functioning and impedance values were fine, but they were not helping with the patient¿s pain. The physician wanted some sort of report that indicates that the inss are functioning and the rep was told mdt files would help with this. The patient was not getting relief from the inss, there was a lack of coverage, and stimulation was in the wrong location. This had been happening ever since the inss were implanted and eventually was why the patient had an infusion pump implanted. The patient met with reps in the past for reprogramming of both inss, but hadn't been able to get coverage with either one. The patient had also undergone several revisions/repositioning of the device. It was unknown if this was one or both systems. The rep didn't have any dates or further information as they did not cover any of these prior meetings and the physician was no longer in practice. The patient stated that the paddle lead was moved a couple times by the physician. The rep was walked through printing the mdt files and was going to email them to the manufacturer. Refer to manufacturer report #3004209178-2017-03608 for the report of this event for the patient¿s other ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.